Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added g1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21411.

Event description:
The us complainant had a cp pump placed to support a patient admitted in for coronary artery bypass graft, valve repair, atriclip, and maze procedure. When the cp was placed, the patient had ventricular tachycardia and was shocked 2x. Pump positioning was also reviewed. The pump remains on for support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.